Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 6 days after an open procedure, there has been an anastomotic dehiscence. Tissue damage, unanticipated tissue loss and an extended incision were noted. Re-intervention and recanalization were done to resolve the issue. Surgical procedure was extended for 30 minutes or more. Additional operation will also be performed to correct the issue. Patient hospitalization was extended and has not yet been discharged.